Manufacturer narrative:
(B)(4). Concomitant medical products: tmj system left fossa component, medium, catalog #: 24-6561, lot #: 670640b; tmj system left standard mandibular component (55 mm), catalog #: 24-6556, lot #: 582500b; tmj system cross drive fossa screw (2.0 x 7 mm), catalog #: 99-6577, lot #: ni; tmj system cross drive fossa screw (2.0mm x 9mm), catalog #99-6579, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00514, 0001032347-2018-00515, 0001032347-2018-00517, & 0001032347-2018-00518.

Event description:
It is reported a revision occurred due to the patient's complaints of pain. Date the onset of pain occurred is unknown. There was no malfunction of the implants. Implants were replaced with biomet microfixation tmj implants. No additional patient consequences were reported.

Manufacturer narrative:
There was a revision performed in which the implants were removed and replaced; therefore the complaint is considered confirmed. The product identities were confirmed via tmj tracking. Functional testing and inspections could not be made due to the parts not being returned. No other materials were provided such as x-rays, scans, photographs, or physician's reports. The device history record (DHR) for the tmj components were reviewed and there were no non-conformances found. The dhrs for the screws were not reviewed due to the lot numbers being unknown. Root cause was unable to be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00514-1, 0001032347-2018-00515-1, 0001032347-2018-00517-1; & 0001032347-2018-00518-1.

Event description:
This follow-up report is being submitted to relay additional information.